Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine was leaking from somewhere in the balloon foley catheter. Exact location of the leak was unknown.

Event description:
It was reported that urine was leaking from somewhere in the balloon foley catheter. Exact location of the leak was unknown. Per follow-up information received from ibc on 30-nov-2022, stated that they could not obtain the information regarding the exact leak location from the customer.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿balloon not completely sealed to shaft". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "> carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. > pull the catheter slightly to seat the balloon at the level of the bladder neck. > to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.